Manufacturer narrative:
The allegation 3 of 4 leads could not be removed during a system explant was not confirmed. This issue cannot be confirmed with product testing. The lead was returned complete. As the 3 accompanying leads were returned cut and incomplete, this is consistent with the event details, 3 of 4 leads were cut and left implanted. Microscopic inspection identified a kink in the lead body where all the wires were broken and separated. Although, this would contribute to the patient¿s ineffective stimulation, no physical or functional anomaly was observed that would contribute to reported issue.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. It is unknown which 3 leads remain in the patient.

Event description:
Related manufacturer reference number: 1627487-2020-32085, related manufacturer reference number: 1627487-2020-32129, related manufacturer reference number: 1627487-2020-32132. It was reported that the physician was unable to pull free the patient's leads during an explant procedure (related manufacturer reference number: 1627487-2020-32087). Surgical intervention is anticipated to remove the remaining leads.